Event description:
The customer reported that she received a reading of 171 mg/dl, ate breakfast and then took her insulin. Two hours later, she received a reading of 231 mg/dl and then received a reading of 43 mg/dl on their precision xtra meter. The customer reported that she could not read the time on her meter, so she took insulin the overlapped since she got a reading of 43 mg/dl. As a result, the customer experienced sweatiness, and had a seizure. The customer self treated with soda and an unk prescription drug. The customer did not seek third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer returned meter. The meter did confirm for missing segments on time. According to the customer, they were dosing off readings from the memory log. In addition, in the product labeling, we instruct the customer to make sure a full display shows, and if not, they are not suppose to use the meter. According to the memory log of the meter, the customer received readings of 171 mg/dl at 5:13 am, 239 md/dl at 2:46 pm and 43 mg/dl at 8:49 pm.